Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), arthralgia ("joint pain"), tremor ("tremors") and muscle spasms ("spasm "). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, tremor and muscle spasms had not resolved, the abdominal distension, feeling abnormal and fatigue outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, arthralgia, fatigue, feeling abnormal, medical device removal, muscle spasms and tremor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ bloating, brain fog, fatigue, arthralgia, tremor, spasm, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), arthralgia ("joint pain"), tremor ("tremors") and muscle spasms ("spasm"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, tremor and muscle spasms had not resolved, the abdominal distension, feeling abnormal and fatigue outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, arthralgia, fatigue, feeling abnormal, medical device removal, muscle spasms and tremor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ bloating, brain fog, fatigue, arthralgia, tremor, spasm, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), feeling abnormal ("brain fog"), fatigue ("fatigue"), arthralgia ("joint pain"), tremor ("tremors") and muscle spasms ("spasm"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, tremor and muscle spasms had not resolved, the abdominal distension, feeling abnormal and fatigue outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, arthralgia, fatigue, feeling abnormal, medical device removal, muscle spasms and tremor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ bloating, brain fog, fatigue, arthralgia, tremor, spasm, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.